Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned in lens case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken or torn and not returned, the other haptic is bent or deformed. The optic is cracked or fractured and the optic edge is nicked or chipped rejectable. We are unable to determine the root cause for the reported complaint the lens optic was scratched. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the intraocular lens optic was scratched. There was no patient contact. Additional information has been requested.